Event description:
It was reported that undersensing was noted on the device. Abbott technical support was contacted and reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition.